Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of the index procedure was reported as the proximal neck diameter was 16 -18mm, very calcified, and angulated approximately 55deg. During the implant procedure there was a type ii endoleak from lumbar arteries noted. Four months later a CT revealed that there was a type I endoleak. One week later the physician implanted another manufacturer¿s stent and stated that the type I endoleak was resolved. One month after the intervention, the CT revealed that there was a possible type I and type IV endoleak. The physician elected to implant another manufacturer¿s stent graft aui stent graft and a fem-fem crossover procedure to repair the type I endoleak and type IV endoleak. The palmaz stent was modelled with a non-compliant 25mm balloon. The following day the type I endoleak was still present. The patient returned one to two weeks later and the type I endoleak was resolved. No clinical sequelae were reported and the patient is fine. Review of returned films pre-implant revealed that the proximal neck diameter was 16 -18mm, very calcified, and angulated approximately 55deg. The max diameter aaa was 5cm. The iliacs were 9-10mm in diameter and mildly tortuous. Cta's from 15-months post-implant revealed that the bifurcate is positioned just below the left renal artery. The ipsilateral limb was positioned within the right common iliac, and the contra limb within the left common iliac. There is contrast seen within the proximal sac; this may be a proximal type I endoleak. Cannot rule out a type iii fabric. The proximal stent graft od is 18mm. The max aaa diameter is 6.4cm. Angiogram one month later showed the bifurcate positioned just below the left renal. The proximal stent graft flow lumen ID (l-r) was 18mm. No endoleak could not be confirmed. After ballooning the aortic body a palmaz stent was implanted into the aortic body. No clear endoleak could be seen at the end of the procedure. Cta's from 17 months post index procedure revealed that the stent graft was positioned just below the left renal; the origin of the contra limb is located on the posterior side of the aaa sac. There is contrast seen within the posterior side of the sac; just above the level of the bifurcate flow divider. The endoleak type/cause could not be determined; may be a proximal type I or type iii transgraft. The max aaa diameter is 6.7cm. No other stent graft issues are seen. Cta's from one month ago showed that the contra/left limb has been bypassed after implanting another MFR. Aui. The previous possible proximal type I or type iii transgraft endoleak could again be seen. The max aaa diameter was 6.8cm. It is possible that the calcified proximal neck may have contributed to the proximal type I endoleak seen at 15 months post implant. The cause of the observed unknown type endoleak(s), was reported to have resolved one or 2 weeks after relining the stent graft, could not be determined.

Manufacturer narrative:
(B)(4).